Event description:
The patient had suffered from pain for almost 1 year, presence of heavy metals. Revision surgery performed 11 months after the primary surgery due to nickel allergy and prosthetic loosening that had been detected after scintigraphic imaging. Tricompartmental prosthesis on a deformation greater than 10 degrees in the frontal plane. The revision went well. According to the surgeon, the loosening was caused by the allergy.

Manufacturer narrative:
Batch review performed on 06 december 2021: lot 2004703: (B)(4) items manufactured and released on 10-sep-2020. Expiration date: 2025-aug-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Clinical evaluation performed by medical affairs director: 1 year after primary hybrid tka the patient is painful and the cementless femoral component is found loose. The patient has been found to have nickel allergy and this could well be the cause for the loosening. No reason to suspect a faulty device at the origin of this adverse event.